Manufacturer narrative:
Per the cartridge instructions for use: replace the cartridge every 48 hours if using humalog; every 72 hours if using novolog. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported multiple occlusion alarms occurred. The customer's blood glucose (bg) levels ranged between 200's-500mg/dl. Infusion site changes were performed and a correction bolus was delivered to address the bg levels. A system check was performed and the pump performed as intended. Reportedly, the current supplies had been in use for more than 3 days. The customer declined to remove their infusion site to inspect the cannula. Reportedly, the customer believed the occlusion alarms may have been due to having the infusion sites inserted on the customer's thighs.